Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking for a carotid angioplasty treatment procedure, sterility issues occurred. During unpacking of a 190cm filterwire, it was discovered that the seal of the device was broken and it was packed with "normal tape". The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during unpacking for a carotid angioplasty treatment procedure, sterility issues occurred. During unpacking of a 190cm filterwire, it was discovered that the seal of the device was broken and it was packed with "normal tape". The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, contact office name, device returned to MFR, device evaluated by MFR. Device evaluated by manufacturer: the device was returned without its packaging. The protection wire, the delivery sheath and the retrieval sheath were returned inside the packaging coil. The accessory kit was also returned. During the visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire was found curved and slightly wavy. It was not stretched. Approximately 7.5 cm of the distal portion of the wire was sticking out of the delivery sheath, when measured from the distal tip of the protection wire. Blood was found on the inside of the delivery sheath. The protection wire was found exposed out (popped out) of the slit in the delivery sheath from 9.7 cm to 10.6 cm at the tubing, when measured from the distal tip of the delivery sheath. The wire was found kinked at approximately 19.4 cm, when measured from the distal tip of the protection wire. Functional testing performed revealed no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).